Event description:
It was reported patient complained about her vision staying blurry and the surgeon called it myopic surprise. Therefore, the lens was explanted. Through follow up, it was learned that there was no vitrectomy, incision enlargement, or sutures required. There was no patient injury reported. The iol has been discarded. No further information is available.

Manufacturer narrative:
Age, weight, ethnicity: unknown/asked but unavailable. Email address: unknown/not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.